Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery consumption appeared to be 363% more than expected. At this point, data analysis from this device have not been performed by technical services (ts). This device remains in service. However, the field representative stated a replacement was scheduled. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery consumption appeared to be 363% more than expected. At this point, data analysis from this device have not been performed by technical services (ts). This device remains in service. However, the field representative stated a replacement was scheduled. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. Information received from the field representative indicates the device is not available for return.